Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced worn mid standard roller pump tubing and worn drain tubing to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided.

Event description:
The customer reported elevated sodium and chloride patient results were generated on the laboratory¿s au5800 clinical chemistry analyzer. There was no report of an injury, illness, or change to patient care attributable to the output from the device in this event. The elevated results were not reported outside of the laboratory.